Event description:
The manufacturer received information alleging the unit stopped after uno. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the complaint was confirmed. The device's main board was replaced to address the issue. Additionally, not related to the issue the device's heat plate was replaced.